Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report. It has been updated accordingly. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the 200 ref 67 was confirmed. It was found that cable "loom overmould 10 way psu to pk-sp rf" was disconnected at the dual rf board. The disconnection at the cable harness was fixed, and the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. The disconnection is most likely a result of user mishandling of the device during transport or storage. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via phone as follows: service: service defect. Please check and repair. Internal error: error code 200 ref 67 psu_status-malfunction. The device is available for evaluation.